Manufacturer narrative:
The device was used for treatment, not diagnosis. Weight not reported. Arumilli, b., suhm, n., marcel, j., & rikli, d. (2013). Long philos plate fixation in a series of humeral fractures. Eur j orthop surg traumatol, 1324-9. This report is for an unknown screw, unknown part number and unknown lot number. Implant date: unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article ¿long philos plate fixation in a series of humeral fractures¿ eur j orthop surg traumatol. A retrospectively reviewed of 12 patients with 13 metadiaphyseal fractures (1 bilateral) of the upper humerus was conducted between june 2010 and january 2013 in a single health care facility to highlight a specific fracture pattern encountered in the osteoporotic upper humerus. There were 2 males and 10 females in the cohort. The average age was 74.3 (52¿95) years. The side involved was 5 right and 6 left, and one patient had bilateral fractures. None of the patients had a nerve palsy on presentation. Reduction was performed by closed means initially. After checking the initial reduction with an image intensifier, any fracture fragments that could be lagged were fixed with screws. If there was no such possibility, a non-absorbable ticron suture was used as a cerclage to aid contact of fragments. Distally, an anterior (8 patients) or a lateral window (4 patients with 5 fractures) was used for plating. After proper positioning of the plate (locking compression-long philos or lcp), one conventional screw was inserted to approximate the plate to the shaft and subsequently fixed with locking screws (minimum of 6 cortices distally). All patients were followed up as outpatients with x-rays at 6 weeks, 3 months and thereafter at regular intervals depending on the progress of fracture healing. After a mean follow-up of 14.3 months, all patients showed fracture union and there were no non-unions or avascular necrosis of humeral head. Two female patients (73 and 53 years old), showed varus collapse of the anatomical head of which one patient needed a change of screws at 12 weeks post-operatively. Two patients who had a proximal deltopectoral and a distal lateral approach experience dense radial nerve palsy post-operatively. These two patients improved significantly (grade 4 power) at 3 months and completely by 6 months. It was the authors opinion that osteoporotic bone will require a long locking plate in a neutralization mode with adequate reduction in fragments and that the additional contouring of the plate with an anterior approach distally will reduce the risk of radial nerve damage considerably. This report is against an unknown screw for nerve palsy. This report is 6 of 8 for (B)(4).